Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The cpu pcba was tested, and the failure was unconfirmed. Pil found that this cpu pcba passed all engineering testing and all voltages required for the proper operation of the system are well within specifications. This touchscreen was verified to be functional with no error.

Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm had failed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A field service engineer (fse) went onsite for further evaluation. The fse was unable to replicate the issue but the fse confirmed the "check vent: backup alarm failed" in the event log. The fse then replaced the central processing board (cpu) as a preventive measure. The fse was unable to replicate the issue but replaced the cpu board as a preventative measure. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.